Event description:
On (B)(6) 2019, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of ¿lo, 144 and 135 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. Although the patient reported developing symptoms suggestive of a serious injury adverse event, there is no indication that the subject device meter caused or contributed to this injury. The patient was symptomatic prior to the alleged issue. In addition, the symptoms that were mentioned have been captured and reported under complaint number (B)(4).